Manufacturer narrative:
This file is a duplicate of the event previously reported under: product returned and evaluated under medwatch MFR# 2916596-2017-02465. No device-related issues were identified through the evaluation of the pump. The pump was returned assembled with the driveline cut approximately 4.5 inches from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit, the sealed outflow graft, and the bend relief were not returned. The outlet elbow was returned attached to the pump outlet port. Evaluation of the outlet elbow revealed no evidence of adhered depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump also revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records including the sterilization and packaging documentation revealed no deviations from manufacturing or quality assurance specifications.

Manufacturer narrative:
(B)(4). Approximate age of device: 1 year and 8 months. It is unknown if the device will be returned for evaluation. Though requested, the product disposition was not provided by the site. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient underwent a pump exchange on (B)(6) 2017. Additional information was requested, but not yet provided.